Manufacturer narrative:
(B)(4). Date of initial report : 01/06/2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a small metal shaving was noticed on the back table in the or during the set up for the procedure. The surgical staff inspected the ligasure and it appeared to be missing from the jaw. A new device was opened and used in the procedure. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the device to be intact. No missing pieces from the jaws were noted. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.